Event description:
The visiting nurse stated the customer was tested on two contour meters and results were 524 and 220mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.advocate was advised to return customer's strips for evaluation. New strips were sent as a replacement.

Manufacturer narrative:
Initial reporter's address was not provided.